Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. Review of the activity log indicated the customer attempting to perform the 30 joule test with the incorrect joule selection and occurences when the multi-function cable not properly connected to pads. Therefore this claim is being closed as user error. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.